Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery had reduced capacity due to overdischarge. Analysis of the plug found no anomaly.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and would be returned for analysis. It was noted that the device would be replace with another from the same manufacturer. It was noted that the patient had ¿several difficulties to recharge the ipg, such as recharging duration being greater than 8 hours, or the recharge mechanism would stop and wouldn¿t start again after few hours. It was noted that this occurred ¿several times.¿ it was noted that there was no harm, injury, or death. It was noted that ¿next week she will start the recharge.¿ if additional information is received, a supplemental will be filed.

Manufacturer narrative:
Concmitant medical products: product ID 3877-45, lot# 0205789751, product type lead product ID, 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger product ID 7472-60, serial# (B)(4), product type extension. (B)(4).